Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy event description: target: all supplies will work as intended. Actual: 12mm trocar was placed in the sterile fasion and while the surgeon was manipulating the trocar it broke along the shaft. The exposed portion of the trocar was removed and the broken portion of the trocar shaft was extracted from the patients abdominal wall. The surgeon, dr. [Name], check the abdominal wall for injury and found none. Gap: the trocar should not have broken. Additional information provided by [user facility] on 30jul2024 via email: event occurred 7/20/24. Procedure being performed was laparoscopic cholecystectomy. The color of the piece was clear. [Non-applied] grasper was being used prior and at the time of the incident. No picture available of the piece/component. The broken pieces were retrieved from the patient. Intervention: the broken pieces were retrieved from the patient. Patient status: no injury

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured cannula shaft. The wall thickness of the cannula shaft near the fracture was measured and did not meet specifications. Based on the condition of the returned unit, it is likely that the reported event was due to the wall thickness of the cannula. It is possible that the force applied to the unit during manipulation and the cannula being more susceptible to fracture were contributing factors. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. [Correction] sections d1 and d4 (primary unique device identification number and additional unique device identification number) have been updated.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: target: all supplies will work as intended. Actual: 12mm trocar was placed in the sterile fasion and while the surgeon was manipulating the trocar it broke along the shaft. The exposed portion of the trocar was removed and the broken portion of the trocar shaft was extracted from the patients abdominal wall. The surgeon, dr. [Name], check the abdominal wall for injury and found none. Gap: the trocar should not have broken. Additional information provided by [user facility] on 30jul2024 via email: event occurred 7/20/24. Procedure being performed was laparoscopic cholecystectomy. The color of the piece was clear. [Non-applied] grasper was being used prior and at the time of the incident. No picture available of the piece/component. The broken pieces were retrieved from the patient. Intervention: the broken pieces were retrieved from the patient. Patient status: no injury.